Manufacturer narrative:
Article citation: "nelson, jonas a, et al. ¿breast implant-associated anaplastic large cell lymphoma incidence determining an accurate risk.¿ annals of surgery, vol. 272, no. 3, 0ad, pp. 403¿409., doi: 10.1097/sla.0000000000004179." Date of alcl diagnosis: 2017. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "seroma" and "bia-alcl." - [(B)(4)].

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence" reported the patient presenting with a "seroma." The patient was then diagnosed with "bia-alcl" on the right side. Pathological markers cd30+ and alk- were provided to confirm the diagnosis of bia-alcl. Treatment was provided in the form of a "capsulectomy." Device has been explanted.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence" reported the patient presenting with a "seroma." The patient was then diagnosed with "bia-alcl" on the right side. Pathological markers cd30+ and alk- were provided to confirm the diagnosis of bia-alcl. Treatment was provided in the form of a "capsulectomy." Device has been explanted.